Event description:
It was reported during an interventional treatment procedure, a rubicon 35,150cm support catheter got stuck on an unknown .035 guidewire. The device was removed from the patient and the procedure was complete with another device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).